Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 63-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the pump was repositioned, due to the depths of the original position; however, the device was considered to be shallow and was removed. There were no reported issues regarding the pump and the patient was still on 2 pressor support and needed escalation. Eventually, the device was successfully weaned.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.